Manufacturer narrative:
Upon receipt, the programmer was visually inspected and no anomalies were noted. The system underwent functional testing and baseline checks were completed. The programmer was powered on to check for error reports or boot-up issues. Next, a test device was interrogated several times, confirming there were no communication problems between the device and programmer. The programmer system performed normally throughout all tests; however, an error code was observed in the memory log files that was not possible to replicate during analysis.

Event description:
It was reported that the programmer became unresponsive during an atrial threshold test which resulted in the patient's heart rate being affected until the programmer could be switched off. The programmer was going to be replaced and returned to the manufacturer for analysis. Additional information received indicated that the continued atrial threshold test due to the frozen programmer led to pacemaker-mediated tachycardia (pmt). The patient had an underlying rhythm and was asymptomatic. The pmt terminated on its own. It was possible to successfully interrogate the device with the same programmer approximately 20 minutes after the initial interrogation. No additional adverse patient effects were reported. The programmer was received and analysis was completed.

Event description:
It was reported that the programmer became unresponsive during an atrial threshold test which resulted in the patient's heart rate being affected until the programmer could be switched off. The programmer was going to be replaced and returned to the manufacturer for analysis. Additional information received indicated that the continued atrial threshold test due to the frozen programmer led to pacemaker-mediated tachycardia (pmt). The patient had an underlying rhythm and was asymptomatic. The pmt terminated on its own. It was possible to successfully interrogate the device with the same programmer approximately 20 minutes after the initial interrogation. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: refer to code changes in section f.

Event description:
It was reported that the programmer became unresponsive during an atrial threshold test which resulted in the patient's heart rate being affected until the programmer could be switched off. The programmer was going to be replaced and returned to the manufacturer for analysis.